Manufacturer narrative:
The reported issued could be duplicated at the subsidiary manufacturing engineering center (mec). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user tried to charge the battery for more than twenty-four hours, but was not able to charge it. The battery status indicator was red. The power supply stopped and system changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.